Event description:
It was reported by the clinician that the spring wire guide (swg) kinked during insertion. As a result, another kit was used. There were no pt complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: four sealed kits and one 0.032" x 60cm unmarked swg w/ j-end were returned for evaluation. Returned, used swg has multiple bends & two severe kinks. Core wire is separated adjacent to proximal weld; proximal weld remains attached to coil wire. Distal weld is intact with without separation. No pieces appear to be missing. Product's instructions for use (B)(4) describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that use of excessive force during removal could damage or break swg. The device history records for the swg were reviewed with no findings relevant to complaint. The potential cause could not be determined based upon the sample and info provided. A CAPA has been initiated to address this issue.